Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: four year follow up: pain 3/10, moderate-severe difficulty with dls, no swelling, grinding/clicking often, severe stiffness, no complications on x-ray; five year follow up: no instability, rom to 90 degree flexion, pain 10/10, confined to bed, swelling always present, grinding/clicking rare, moderate stiffness, extreme difficulties, no complications on x-ray. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2021-00266 and 0002648920-2021-00384 . Patient¿s dob: (B)(6). Concomitant medical products: femur cemented posterior stabilized (ps) standard right size 7, item# 42500606202, lot# 63131009. Articular surface fixed bearing (ps) right 11 mm height, item# 42521400711, lot# 62816413. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient enrolled in a clinical study experienced severe stiffness and difficulty with activities of daily living four years post implantation. At the five year follow up patient reported severe pain. Patient is confined to bed due to difficulty with mobility and swelling. No interventions have been reported to date. Attempts to obtain additional information have been made; however, no more information is available at this time.